Event description:
The customer reported the system would freeze (lock-up) requiring the system to be rebooted. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All circuit boards were reseated and the 5v power supply was adjusted. The system was then found to be operating as intended.